Event description:
In 2004, the destination therapy patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been experiencing red heart alarms. It was determined by the surgeon that the pump had failed and the patient was taken to the or for a pump exhange. The patient remains stable and on lvad support. The device will be sent to the manufacturer for analysis.